Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the upn and lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used in the colon during an unknown procedure performed on an unknown date. During the procedure, the device does not feel sharp, and the loop comes out twisted upon initial opening. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.